Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had fluctuating high and low blood glucose. Customer reported their blood glucose rising to 400 mg/dl and declining to 40 mg/dl. The customer treated their high blood glucose with the insulin pump. The customer treated the low blood glucose with food. The customer's last blood glucose level was 276 mg/dl which she treated with the insulin pump. The insulin pump had been dropped 2-3 times and had hit the floor. The customer initially reported that the screen was cracked. The customer called back later and said that it was only a scratch and that they could read the screen. The customer declined to have their insulin pump replaced and wants to keep it.